Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the surgeon noted what appeared to be a thread on the inside of the implanted lens. Two days postoperative, the surgeon attempted to remove the thread but was unable to and confirmed it was a scratch. The patient did not have any inflammation nor any subjective symptoms. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The lens remains implanted. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).